Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) leading to a replacement surgery; however, it was noted that the physician could not identify the cause. There were no patient complications.